Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post operative the patient presented with light headedness and dizziness. Device interrogation showed the right ventricular (rv) lead had high thresholds and low r-waves. X-ray confirmed the rv lad had dislodged from the original location. The rv lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.